Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that during preparation, a crack was observed on the flush port of the steerable guide catheter (sgc), resulting in a leak. The sgc was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The return device analysis confirmed the reported crack and leak. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the available information and return device analysis the cause for the reported crack cannot be determined. The reported leak is a cascading effect of the reported crack. There is no indication of product issue with respect to manufacture, design, or labeling.